Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 8pm on (B)(6) 2019, he obtained an alleged inaccurately high blood glucose result on the subject meter of ¿490 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with humulin and lantus insulin (no adjustments). He stated that also at 8pm on (B)(6) 2019, after obtaining the high result, he administered 60 units of insulin (type not specified). He reported that about 14 hours later, he developed symptoms of ¿slurred speech, enlargement of tongue and can¿t talk¿. He advised the cca that at the hospital¿s emergency room (ER), at 11am on (B)(6) 2019, he was treated by hcps with ¿food and drink and IV fluids¿. He also mentioned that his blood sugar was checked continuously and at unspecified times on (B)(6) and he obtained results of ¿97, 60 and 100 mg/dl¿ on the ER/hospital meter. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. The patient also confirmed that his test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin.